Manufacturer narrative:
Results: load cell. Load cell cable.

Event description:
It was reported by service report that the scale was not reading correctly, and would not zero. No patient involvement or adverse consequences were reported.